Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had been monitored remotely via merlin.net. Review of the transmissions showed that the right atrial lead exhibited noise oversensing, which resulted in episodes of inappropriate mode switching. No intervention was reported.